Manufacturer narrative:
Approximate date of implant is (B)(6) 2014.

Manufacturer narrative:
No testing methods performed. No results available since no evaluation performed. Explant evaluation summary - submitted unfixed was one gore® viabahn® endoprostheses. The device was 4 cm in length with a portion of the device material that is unsupported by the stent frame, constricted and twisted, wrapped with wire from the device and drawn out to 2.5 cm. The albumen of the entire device was devoid of tissue. The lumen of the 4 cm device segment was devoid of tissue and blocked at one pole by the constricted material. The lumen of the constricted material contained a composite of device material and red/ tan brown tissue. The grossly distorted/ constricted material is consistent with the proximal end of the gore® viabahn® endoprosthesis. Distortion of the material was consistent with the explant procedure. Histopathological examination of three specimens from the constricted portion of the device was performed. All microscopically evaluated sections from the constricted portion of the device were markedly and artifactually distorted from the retrieval process. The lumens of the gore® viabahn® endoprosthesis material sections were patent with minimal and microscopic unorganized fibrin deposition observed variably adhered to the lumen, variably filling eptfe interstices, and variably adhered to the abluminal surface. Degenerate nuclei from rare mononuclear cells were only observed along the abluminal surface. Calcification, inflammation, and infectious agents were not observed. The 4 cm section of the device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device fragment was examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at w.l. Gore and associates. The disruptions are consistent with a surgical procedure. There was no evidence of delamination in the 4 cm device fragment.

Event description:
In 2013, a 5cm gore® viabahn® endoprosthesis was implanted in the right arm during a av access case. In (B)(6), the physician was treating an edge stenosis and noticed the 5cm device appeared to have a delamination with a possible graft infection. The device was explanted on (B)(6) 2015.